Event description:
The customer received a blood glucose reading of 580mg/dl on the contour, was retested on the doctor's meter and the reading was 235mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product was not expected to be returned and was not replaced.